Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the device was used to make a stomach sleeve, the stapler was not able to fire. The jaws of the device locked on tissue and were removed by pulling the black knob on the handle behind it. Another product was used to complete the case. There was no patient injury.